Event description:
Caller reported an error with the continuous glucose monitor, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the pump reset process. After the reset, the error was resolved, and the customer successfully started their sensor session.